Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; there was a e315 image problem error code due to a broken printed circuit board. The additional evaluation findings were as follows: the radio frequency identification (rfid) label was peeling, the uses could not be retrieved due to the broken printed circuit board, the plastic distal end cover insulation had a low milliohm, the insertion tube insulation had a low milliohm, unable to get the endoscopic position detecting unit due to the broken printed circuit board, there was a cut on switch #1, low angulation, play on the "right/left" and "up/down" control knob, the plastic distal end cover had a crack, the objective lens glue was peeling, the light guide lens was cracked and had peeling glue, the bending section cover glue was cracked, the insertion tube had a minor surface scratch, the light guide tube had a minor dent, and the customer label adhesive was dry. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that when connecting a processor, the evis exera iii colonovideoscope had image disruptions due to contact with connectors (no connection error code). There was no patient involvement. The device was switched out with a similar device in order to perform a diagnostic procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely error message e315 occurred due to breakage of circuit board inside connector. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning: using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage.¿ ¿chapter 5 troubleshooting the countermeasures against troubles are described in this chapter. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning: never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage.¿ olympus will continue to monitor field performance for this device.